Event description:
It was reported that the staplers did not close in patient's skin; could be wiped off by hand.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with 6 staples left in the cover block indicating that at least 29 staples were fired by the end user. Reference file (B)(4) for investigation photos. Upon functional inspection, the staples were unable to form properly. The sample was disassembled to inspect the internal components. It was found that the anvil was deformed. The deformity in the anvil prevented the staples from closing or forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It was found that the anvil was deformed. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The reported complaint of "staples not closing" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It was found that the anvil was deformed preventing the staples from closing or forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73a1900452 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staplers did not close in patient's skin; could be wiped off by hand.